Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited far p wave oversensing resulting in inappropriate shock. Programming changes were performed. The patient was in stable condition.